Manufacturer narrative:
(B)(4) - recurrent hernia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an incarcerated ventral hernia repair procedure on (B)(6) 2008. On (B)(6) 2011, the patient completed the 36 month survey and indicated that the hernia has recurred and reported disabling symptoms pain. The patient underwent a CT on (B)(6) 2009 which found a patulous midline ventral hernia. The patient saw a different surgeon on (B)(6) 2009. Although the patient has a recurrence, the surgeon indicated that, due to multiple comorbidities, the patient is not a candidate for surgery at this time. The patient is currently taking vicodin 5mg.